Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2026 while reportedly wearing the lifevest. A patient received six appropriate shocks during vt. Treatments 1 and 6 did not convert to a slower rhythm. The patient received two non-lifevest defibrillations.